Event description:
It was reported that patient complications occurred. Pre dilation was performed for the right coronary artery (rca) lesion, followed by placement of a drug eluting stent (des). An opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During catheter pullback, slow flow occurred, which was treated with medication. No air was visible during ivus and cine and ivus images showed no dissection. Flow improved and there were no issues with the patient physical condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.